Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had an e315 non compatible scope error message. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. No reportable device problem was detected during evaluation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had an e315 non compatible scope error message. There were no reports of patient involvement.